Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal documentation the patient had a left hip replacement on (B)(6) 2012. Not yet explanted. The patient experiences daily pain and discomfort. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Concomitants - product information: novation press-fit stem ((B)(6)); cobalt-chrome femoral head, 28 mm ((B)(6)); novation cluster hole shell, 50 mm ((B)(6))the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.